Manufacturer narrative:
Upon relaying the information to the contact on (B)(6) 2017, the contact stated that the customer attempted to input bg values of "300" and "200" (mg/dl) onto the pump at 2:03 am and 3:33 am; however, the customer accidentally input the values onto the carbohydrates field of the bolus menu by mistake. The contact confirmed the bolus for 28 grams was an intended food bolus. At the time of the call, the customer was using manual injections per request of health care provider. The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). It additionally states to not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the clinical diabetes educator (cde) that the customer was admitted into the hospital for a low blood glucose (bg) level. During a follow-up on (B)(6) 2017, the customer reported having a low bg level of 29 mg/dl, and was in a diabetic coma for a few days. The contact called the paramedics as the customer was unresponsive and, on (B)(6) 2016, the customer was admitted into the hospital. At the hospital, the customer was treated with d50 (dextrose), and released from the hospital on (B)(6) 2016, with the issue resolved and no permanent damage to the customer. Review of the pump history showed that the customer received an auto-off alarm on (B)(6) 2016. The contact reported it was possible that the alarm occurred while the customer was hospitalized as the pump was not being used during that time. Tandem's customer technical support (cts) educated the user on the auto-off safety feature and that the auto-off alarm would turn insulin deliveries off if the pump was not being interacted with in 12 hours (per customer's pump settings). Review of the pump data logbook by cts showed that on (B)(6) 2016 at 2:03 am, the customer input a carbohydrates value of "300" grams onto the pump, and the pump recommended a bolus request of 30 units. Due to the customer's maximum bolus settings of 25 units, the customer delivered 25 units of the 30 unit request. Then at 2:18 am, the customer requested that the remaining 5 units be delivered. Then, on (B)(6) 2016 at 2:20 am, the customer input a carbohydrates value of "28" grams and delivered a 2.8 unit bolus request. Additionally, at 3:33 am, the customer input a carbohydrates value of "200" grams and delivered a 20 unit bolus request. At 3:40 am, the customer had 41.3 units of insulin on board (iob).